Event description:
Ous MDR: after an implantation time of about 1 year, a short remaining service time until eri was reported. The device therapy was not called into question.

Manufacturer narrative:
Ous MDR -upon receipt, the pacemaker was subjected to a visual inspection. Burn marks, most likely caused by an hf-surgery tool were found on the pacemaker housing. Upon incoming inspection, the pacemaker stimulated with the following parameters: vvi mode/58 ppm/2.0 v/0.4 ms unipolar. The pacemaker's output signal was measured and found to be as programmed. There was no indication of sensing and/or pacing problems. The pacemaker was interrogated and telemetry of the battery, lead and pulse was performed. The measurement revealed an unanticipated high current consumption, which was confirmed by the analysis of the pacemaker's memory data. The pacemaker was shipped to the manufacturer of the electronic module. The pacemaker was subsequently destructively analyzed. The analysis of the electronic module confirmed the high current consumption. During the analysis, a damaged integrated circuit was identified as the root cause leading to the high current consumption. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. The current consumption during the production at biotronik was regular. In summary, the analysis identified a damaged integrated circuit, as the root cause leading to the high current consumption and the premature battery depletion. Apart from the high current consumption, the pacemaker found to be fully functional. Burn marks from the hf-surgery tools were noted, indicating that the damage have been triggered by the use of an hf-surgery tool.